Manufacturer narrative:
Inc9477341: customer cannot connect pump with mmm 1.3.2 / samsung galaxy s8 android 9. "An attempt to reproduce the reported event was conducted using samsung galaxy s8+ (os version android 9) device with 780g pump (software version 6.7v.3) and minimed mobile app (version 1.3.2) and we were unable to reproduce the issue. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the ble connect ios and android mobile software requirements specifications - d00780504. We observed a few instances of pairing failures due to bonding loss, in addition to two cases of the pairing screen being left open. It appears that the bonding failure occurred because of a 30-second timeout, which was caused by the user failing to confirm the pairing in the system dialog box, which appeared twice. No anomalies were detected in the app's behaviour. To assist with the resolution of the issue, we provided the helpline team with the following steps to ensure that it is addressed effectively:â  to reset network settings. To clean data of the bluetooth app. To make sure that all system bonding dialog requests are accepted during the pairing. To disable battery optimization for mmm app. We suspect that initially user just missed bonding dialog confirmation. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported a pairing issue with the mobile device and the insulin pump. No harm requiring medical intervention was reported. Troubleshooting was performed but the issue was not resolved. It is unknown whether the customer will continue or discontinue the use of the mobile app.